Event description:
It was reported that pt presented in clinic for follow up after receiving inappropriate high voltage and antitachycardia pacing therapy for atrial fibrillation with rapid ventricular response. Reprogramming was recommended. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.